Manufacturer narrative:
Follow-up #1: date of submission 04/30/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/16/2014 with the following findings: the text on the display screen was dim and discolored. The contrast setting was increased to the maximum with little improvement observed. Unrelated to the original complaint, the cartridge compartment was cracked. A test cartridge cap was used because the cap was not returned with the pump. The test cap was able to fully tighten until the cap was flush with the pump case. There was no evidence of moisture damage in the compartment.

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).